Event description:
Device 2 of 2; reference MFR report#1627487-2019-02197.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#1627487-2019-02197. It was reported that the scs system was explanted. The reason for the scs system explant is unknown.